Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump screen. Customer advised they removed the batteries and the battery cap. Customer advised for 24 hours they set the insulin pump and waited. Customer advised the screen did not have a display. Customer advised the insulin pump was less than 30 days old and they experienced blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.